Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 13-nov-2017 a field service engineer (fse) followed-up over-the-phone with the customer. The fse instructed the customer to do an all set home in the software and ran a sample; the same error occurred. The fse then instructed the customer to check and clean the sample loader x1-axis for possible debris and reboot the aia-2000 instrument. The customer ran samples without any further issues. The aia-2000 was performing within specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no other complaints identified during the searched period. The aia-2000 operator's manual under a4. Appendix 4: error messages, states the following: number 4291 sample loader x1-axis home detection failure. Cause: the home sensor failed to activate after the sample loader x1-axis moved toward the home position. New measurement will not start. Solution: remove any obstacle or other causes for the error. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported issue was due to dirty sample loader x1-axis.

Event description:
On (B)(6) 2017 a customer reported getting 4291 sample loader x1-axis home detection failure while running patient samples for follicle stimulating hormone (fsh) and intact parathyroid hormone (ipth) on the aia-2000 instrument. The customer was unable to clear the error message and requested service. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh and ipth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.